Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that device failed to start up. Upon functional test fse found that host pc and ippc cannot power on after the hospital suddenly powered off. Customer was advised to replace host pc and ippc. However, customer refused the service from philips and repaired the pcs by themselves. After replacement of host pc and ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system failed to boot up. The device was not in clinical use at the time of the reported event. No harm was reported. Philips has started an investigation of this complaint.